Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A non-bsc introducer sheath was introduced. After a mach 1 guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Subsequently, a 15mm x 2.25mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion; however, the balloon ruptured at nominal pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood in the inflation lumen and balloon. Magnified inspection revealed a pinhole in the balloon wall 1mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that the nc quantum apex¿ balloon catheter ruptured upon the first inflation at 10 atmospheres and the device was completely removed from the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the nc quantum apex¿ balloon catheter ruptured upon the first inflation at 10 atmospheres and the device was completely removed from the patient.